Manufacturer narrative:
Health effect: impact code: (B)(4) imaging required. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "pain", "intracapsular rupture", and "simple cysts" (non device related). Device has been explanted and replaced.